Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp handle cracked, tube drive bent, carriage block split nut got worn. Calibration was performed. The probable cause of the reported issue was due to wear of the syringe front cover. A review of the device history record showed the device had a manufacture date of 18jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. Front bezel by pressure disk mount broken. There was no patient involvement.